Event description:
Reportedly, the pacemaker involved in this MDR report was explanted because the patient got pocket stimulation; the lead was also explanted.

Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.